Event description:
During a pvc (premature ventricular contraction) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced pericardial effusion and ventricular fibrillation treated with pericardiocentesis, pericardial window, shock and chest compressions. A pericardiocentesis and CT (cardiothoracic) surgery were performed to stabilize the patient, after which they were transferred to the ICU. The patient expired later in the evening after the procedure. The first part of the procedure was a re-do atrial fibrillation and supraventricular tachycardia ablation using pulse field ablation (boston scientific's farapulse pfa system). Then the medical team progressed to the idiopathic vt (ventricular tachycardia)/pvc (pulmonary vein contraction) mapping and ablation procedure. After mapping with the stsf catheter and delivering one rfa (radiofrequency ablation) lesion, a steam pop occurred. A pericardial effusion was diagnosed using intracardiac echo. Pericardiocentesis was performed but was insufficient to stabilize the patient. Shock and chest compressions also occurred. A cardiothoracic surgeon was called to the electrophysiology (ep) lab and the surgeon obtained a pericardial window and later, opening the patient's chest. The patient stabilized and after surgery they were transferred to the ICU. The physician indicted that the patient expired later on the same day after the procedure, after transferring to the ICU. The products in use were stsf d-f curve ablation catheter; 10 french ge sounstar catheter; decanav f-curve catheter; pentaray f-curve catheter (unknown spacing); carto 3 system, and smartablate rf generator. The information received indicated that the physician did not explicitly state what he thought was the cause of death. He mentioned a series of events that all could have played a part. However, he did confirm observing the steam pop perforation in the patient's rvot (right ventricular outflow tract) when reviewing post-complication as well as a second (less obtrusive) perforation possibly from catheter manipulation. Additionally, the patient went in and out of vfib (ventricular fibrillation) a few times (therefore shock and chest compressions did take place) before the surgeon opened the patient's chest.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).